Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro (B)(4) had a crack on the silicone jaw. The tip did stay intact, no pieces fell off. They opened a new vh-3500 kit to complete the procedure. No harm to patient reported.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 02/13/2023. An investigation was conducted on 02/21/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire and jaws. The heater wire was observed to be intact with no visual defects observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled and detached from the tip of the cold jaw, exposing the metal tip of the cold jaw. The detached silicone insulation was not returned for evaluation. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw; delaminated" was confirmed. The lot # 3000289548 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.